Manufacturer narrative:
The report received indicated that during an interventional procedure/post-dilation of an unknown stent, the 80 cm. 5 fr. Powerflex p3 10 x 4 balloon catheter burst at nominal pressure. The balloon rupture resulted in separation of the balloon from the catheter entirely. The physician thought that the balloon got caught on a stent strut which caused the balloon burst. There was no reported patient injury. No additional information is available.   The product was not returned for analysis. A device history record (DHR) review of lot 17516220 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst - at/below rbp¿ and ¿balloon separated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst and separation could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors (physician thought balloon had caught on stent) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during an interventional procedure/post-dilation of an unknown stent, the 80 cm. 5 fr. Powerflex p3 10 x 4 balloon catheter burst at nominal pressure. The balloon rupture resulted in separation of the balloon from the catheter entirely. The physician thought that the balloon got caught on a stent strut which caused the balloon burst. The product is available for inspection. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information was received indicating that no additional information is available and that the product is not available for return for inspection. Additional information will be submitted within 30 days upon receipt.